Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during use during refilling the heater. The patient was not connected. The patient stated all the bags were empty so they disconnected from the machine to get another bag; however, the patient did not cap off the patient line. The baxter technical service representative (tsr) advised the patient they would need to end therapy. The patient refused and the tsr advised the hp to contact the on-call registered nurse (rn) or doctor. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(4) 2011 regarding the patient disconnecting and not capping the patient line. The rn stated that they were aware of the incident and the patient was doing fine. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.